Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2016-03-31 (B)(4), not returned to MFR, mfg date: 2015-03-31, not evaluated by MFR, (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2017-04-30 (B)(4), not returned to MFR, mfg date: 2016-04-30, not evaluated by MFR, (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2016-03-31 (B)(4), not returned to MFR, mfg date: 2015-03-31, not evaluated by MFR, (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31 (B)(4), not returned to MFR, mfg date: 2016-05-31, not evaluated by MFR, (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: asku, (B)(4), not returned to MFR, mfg date: asku, not evaluated by MFR, (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: asku, (B)(4), not returned to MFR, mfg date: asku, not evaluated by MFR, (B)(4).

Event description:
It was reported that power switching occurred on the controller and that the batteries exhibited critical battery alarms despite the batteries having greater than twenty-five percent (25%) charge capacity. The batteries were tested on both controller ports, but no power was provided. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con306711) and six (6) batteries (bat360706, bat209616, bat360689, bat216736, bat205661, bat218435) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con306711, contained a software with a feature that records whether a power source experienced a communication error or a momentary disconnection within each 15-minute interval. Analysis of the log files revealed multiple premature power switching events due to momentary disconnections involving bat360706, bat209616, bat360689, bat216736, bat205661 and bat218435 as well as premature power switching events due to communication errors involving bat360706, bat209616, bat360689, bat216736 and bat205661. Analysis of alarm log files revealed multiple critical battery alarm due to communication errors involving bat360706, bat209616, bat360689, bat216736, bat205661. Additionally, multiple critical battery alarms were recorded due to a battery depleting to 10% relative state of charge (rsoc) involving bat218435, bat360689, bat360706, bat216736 and bat205661. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to communication errors and the patient allowing the battery to deplete below 10%. The most likely root cause of the reported power switching can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date 2017-dec-20 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller lost power several times resulting in ventricular assist device (vad) stops. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned controller passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Additional products: battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-01-11 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller and six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a momentary disconnection within each 15-minute interval. Analysis of the log files revealed multiple premature power switching events due to momentary disconnections involving (B)(6) as well as premature power switching events due to communication errors involving (B)(6). Data log files revealed relative state of charge (rsoc) values between 101-201 involving several batteries including (B)(6), which are indicative of communication errors. Analysis of alarm log files revealed multiple critical battery alarm due to communication errors involving (B)(6). Additionally, multiple critical battery alarms were recorded due to a battery depleting to 10% relative state of charge (rsoc) involving (B)(6). Multiple controller power up events were logged during the analyzed period. Several momentary disconnections were recorded leading up to the loss of power events. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors and the patient allowing the battery to deplete below 10%. The most likely root cause of the reported power switching can be attributed to communication errors and momentary disconnections between the controller and batteries. Poss ible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an int ermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that five of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: multiple controller power up events were logged since (B)(6) 2017. Several momentary disconnections were recorded leading up to the loss of power events. As a result, the reported events were confirmed. Possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. Additional products: batteries (B)(4). If information is provided in the future, a supplemental report will be issued.